Event description:
It was reported that a user experienced hyperglycemia while using the ilet system in conjunction with a dexcom g7, with a highest cgm value of 377 mg/dl confirmed by fingerstick at 358 mg/dl after approximately three hours of elevated glucose, and the user noted they went to sleep in range and awoke high with no available history to review, making the device problem and component involvement unclear due to insufficient information. Symptoms included headache. Outcomes included no health consequences or lasting impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and that there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.